Event description:
On (B) (6), 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (B) (6), 2008 (adult male patient, age and weight unknown). It was reported that in the beginning of the procedure, the doctor received a low water pressure reading. The doctor then replaced the catheter with a new catheter, and was able to successfully complete the procedure with no patient complications.

Manufacturer narrative:
The suspect device, a prolieve thermodilatationkit (catheter) was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.(B) (4).